Event description:
On (B)(6) 2005, the pt had a cardioseal occluder placed in his heart, percutaneously, for a patent foramen ovale at (B)(6) hospital in (B)(6) by dr (B)(6). Afterwards, 5 years ago, the pt had a cerebrovascular accident which resulted in left sided weakness. Since that intervention, he has had 3 add'l cerebrovascular accidents including 2 in the past 12 months. These have occurred with the pt anticoagulated on coumadin and more recently he has been placed on clopidogrel. It was determined by a transesophageal echocardiogram that the umbrellas of the device were not in apposition to the atrial septum, and there was a mass adjacent to the device in the left side of the heart that was presumed to be a thrombus. On (B)(6) 2010, the device was removed along with a left atrial thrombus which was carefully debrided. The devices were sent to pathology and will be forwarded to the MFR. Dates of use: (B)(6) 2005 - (B)(6) 2010. Diagnosis or reason for use: patent foramen ovale.